Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. A bluetooth reset was performed and the device was able to pair. The patient was stable.

Manufacturer narrative:
Review of the information provided determined that the device entered ble lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.